Event description:
During bedside intubation, three different et (endotracheal tube) tubes were found to be defective. The balloon on the end of the tube was unable to hold air on all three tubes. On the fourth try, the fourth et tube was successful. Pt: 4582. Device: 2588, 2946, 3023. Reference: mw5187407, mw5187408.